Manufacturer narrative:
Corrected fields: g2 (health professional should not be selected on the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, as no serial number was provided the manufacturer date is unknown. Based on the results of the investigation, the root cause could not be determined as the device was not returned for investigation. It is likely however, based on the available information, that the damage to the tip was caused by one of the following; a thermal/mechanically induced impact, wear and tear, improper handling, and/or a mechanical overload (such as impact from a fall, shock, or similar stress). It was further noted that it cannot be determined with certainty, whether there was pre-existing damage or if it had occurred during the last procedure or last reprocessing. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer there was a chipped beak and the gray member on the tip of the 24f resection sheath may have fallen into the body during a therapeutic transurethral resection in saline (turis) procedure. The missing piece was found and there were no events suspected of causing health damage. The device was used together with a 27f olympus outer sheath. The procedure was extended for a few minutes and was completed after replacing the equipment.

Manufacturer narrative:
Establishment name: (B)(6) medical center. The device will not be returned to olympus for analysis as it was discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.